Event description:
It was reported that a patient developed a blister on her right forearm following a MRI scan on her left shoulder. The blister was reportedly 2 inches by 3 inches (50.8 mm by 76.2 mm. The patient was referred to her physician for further medical treatment. The exam consisted of 8 scans. The pulse sequences used for the exam were fgre, gre, and 6 consecutive fse-xlc/90. The series lasted 51 seconds, 2:56 minutes, 2:52 minutes, 2:34 minutes, 2:43 minutes, 2:34 minutes, 2:43 minutes and 2:37 minutes, respectively. The site indicated that a barrier was placed between the bore and the patient, however, ge pads were not used. The patient had a squeeze ball and was monitored during the exam. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted once the investigation has been completed.